Event description:
It was reported via a merlin.net transmission that the device delivered inappropriate atp and high voltage therapies. The episodes were due to supraventricular tachycardia, which diagnosed as vt. The device will be reprogrammed.